Manufacturer narrative:
The impella cp optical pump was returned, however, the introducer was not returned. Simulated use testing was performed for hemolysis and passed without issue. We are unable to determine the cause of the hemolysis as we could not reproduce the reported issue. We also cannot determine the cause of the ischemia as the introducer was not received.

Manufacturer narrative:
The impella cp optical was returned and an investigation of device is underway. A supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. After insertion of the 14 fr introducer into the right femoral artery, the patient exhibited ischemia, even after removal of the introducer and advancement of the impella repositioning sheath. Lower limb blood feeding was done as treatment via an antegrade sheath. During support, hemolysis was reported via plasma-free hemoglobin testing results of 300 mg/dl. As treatment, the pump was removed and an impella 5.5 was inserted into the patient's right axillary artery.